Event description:
The following was reported on 9/18/96: the therapist was called stat to the bedside because blood was noted in the helium tubing. Iabp was immediately stopped and the patient was placed in the modified trendelanburg position. The cardiologist was notified. Another iab was inserted. It was also reported that the patient remained in the open heart unit in serious condition. Iabp was discontinued 3 days post-op.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque during iabp. Device labelling code: 1738.